Manufacturer narrative:
No button error alarm was noted during testing; however, the insulin pump had intermittent button response due to moisture damage on the keypad traces. The following cosmetic damage was also found: minor scratches on the lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, and a cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call that her insulin pump received a button error alarm. The customer's blood glucose at the time of incident was 245 mg/dl. The customer does not recall any significant events leading to the button error alarm. Troubleshooting was initiated for the button error alarm, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.